Event description:
It was reported that charge nurse calling to assist bedside nurse. States patient rewarming to 37c overnight but arctic sun device water temperature (wt) did not seem to be warm. They swapped out to another device. Wants to make sure everything was working correctly. Nurse went into room and device was not currently running therapy. Restarted while in there. Targeted temperature (tt) was 37c, patient temperature (pt) was 35.1c, rate 0.25c/hr. Notes last night water temperature were staying around 28-mid 30s. Explained based on the rewarm rate the device was going to take around 8 hours to get the patient temperature to the targeted temperature. The device was performing a controlled rewarm based on the programming of 0.25c/hr. Water temperature not being at 40c was normal. Nurse states they used to using for febrile patients. Explained when a patient temperature was over the targeted temperature the device works to cool the patient temperature to the targeted temperature as quickly as possible but rewarm was controlled by the ordered rate entered on the arctic sun device. Checked alerts and alarms on original device (B)(6) and they only experienced alert 45 (ac power lost) and alarm 5 (water reservoir empty).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that charge nurse calling to assist bedside nurse. States patient rewarming to 37c overnight but arctic sun device water temperature (wt) did not seem to be warm. They swapped out to another device. Wants to make sure everything was working correctly. Nurse went into room and device was not currently running therapy. Restarted while in there. Targeted temperature (tt) was 37c, patient temperature (pt) was 35.1c, rate 0.25c/hr. Notes last night water temperature were staying around 28-mid 30s. Explained based on the rewarm rate the device was going to take around 8 hours to get the patient temperature to the targeted temperature. The device was performing a controlled rewarm based on the programming of 0.25c/hr. Water temperature not being at 40c was normal. Nurse states they used to using for febrile patients. Explained when a patient temperature was over the targeted temperature the device works to cool the patient temperature to the targeted temperature as quickly as possible but rewarm was controlled by the ordered rate entered on the arctic sun device. Checked alerts and alarms on original device ((B)(6)) and they only experienced alert 45 (ac power lost) and alarm 5 (water reservoir empty).

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The device was not returned. They swapped out to another device. Wants to make sure everything was working correctly. Nurse went into room and device was not currently running therapy. Nurse went into room and device was not currently running therapy. Restarted while in there. Targeted temperature (tt) was 37c, patient temperature (pt) was 35.1c, rate 0.25c/hr. Notes last night water temperature were staying around 28-mid 30s. Explained based on the rewarm rate the device was going to take around 8 hours to get the patient temperature to the targeted temperature. The device was performing a controlled rewarm based on the programming of 0.25c/hr. Water temperature not being at 40c was normal. Nurse states they used to using for febrile patients. Explained when a patient temperature was over the targeted temperature the device works to cool the patient temperature to the targeted temperature as quickly as possible but rewarm was controlled by the ordered rate entered on the arctic sun device. Checked alerts and alarms on original device (dyhpal014) and they only experienced alert 45 (ac power lost) and alarm 5 (water reservoir empty). A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.